Event description:
It was reported via repair work order that the brakes were not holding due to worn crank assembly. It was also reported that the scale was inaccurate due to faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer decided not to repair bed.